Manufacturer narrative:
Device memory analysis identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The cause of the memory inconsistency was not able to be determined but was likely the result of a single event upset caused by high energy particles in the environment. These particles typically arise from therapeutic ionizing radiation, naturally occurring high energy particles/cosmic rays, or radioactive decaying materials. In most cases the s-ICD is able to detect and self-correct to maintain primary operation.

Event description:
It was reported that an alert was triggered when it comes to this subcutaneous implantable cardioverter defibrillator (s-ICD) related to patient data. The device was successfully interrogated but the patient data was missing from the device. All of the information was manually put into and automatic set up was performed. The device session was then ended, and the device was re-interrogated. All of the patient data that was input remained on the second interrogation. A review of the device data by engineering confirmed that the patient data error was benign, and the device operation appeared nominal. The device remains implanted. No adverse patient effects were reported.